Event description:
The customer was hospitalized for dka. The customer was not connected to the pump at the time of call. The customer has been on an insulin drip and also taking injections. Troubleshooting was performed. The pump passed all the functional testing. However, the customer stated that they have bent cannulas and pain at the site. The insertion technique was fine, but the customer was using the long cannula and the pain found indicates it may be the wrong set for the customer's body type.